Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump screen was blurry, hard to read and the pump was squirting out insulin while priming. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was not performed. The pump will not be returning for analysis.